Event description:
A surgeon reported a pt with anterior cell growth which was affecting the pt's vision following bilateral intraocular lens (iol) implant surgery. Medical records were requested and reviewed. According to the medical records, on the first postoperative day for right eye ((B)(6) 2012), the pt reported his vision was much better, but it seemed to have decreased on that day. On (B)(6) 2012, the first postoperative day for the left eye (os), the pt reported blurred vision. The surgeon noted on that date that the pt was doing well with "mini monovision". On (B)(6) 2012, the pt reported that lights were very bright at night and in the morning. He also reported his vision was not as sharp. The pt was seen again on (B)(6) 2012, for an acute posterior vitreal detachment of the left eye. The pt reported he had a "hair" in his vision in the left eye for one week. He also noted flashes and decreased visual acuity. On (B)(6) 2012, the pt reported his vision was still blurry and he continued to have little flicks in her peripheral vision of both eyes. His eyes were also itching. The optometrist noted posterior capsule opacification on the iols at his visit and referred the pt back to the surgeon for f/u and a possible yag laser treatment. The pt did not want to wear glasses. The pt was seen by the surgeon on (B)(6) 2012. The pt reported to the surgeon that his vision was good initially following surgery, but after a month it started to progressively more blurred. He reported that he had occasional foreign body sensation in both eyes and temporal flickering if he crossed his eyes. The pt also noted occasional itching. At that visit, the surgeon noted anterior capsule opacification and posterior capsule opacification on both lenses. The left eye was noted to be worse than the right eye. The surgeon recommended a yag laser procedure for both eyes. No further info is expected. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Medical records were received on (B)(4) 2012. No further info is expected. (B)(4).